Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it usually takes the customer 20 units to fill tubing and the customer reported that recently it took 16 units to see drips during fill tubing. The customer verified that the tubing length did not change. Reportedly, the customer stated that there was a motor error issue. There was no impact to blood glucose. Tandem¿s technical support educated the customer that the fill tubing amount is not always the same. However, the customer maintained the concern regarding the event.